Event description:
This was a right-sided lead extraction procedure conducted in the operating room, with arterial line placement, tee and active fluoroscopy. Indication for this lead removal was a class I infection. Md attached the lld to the distal tip of the cardiac lead and began lasing with a 16f sls. During the extraction procedure, the left sided atrial lead was found to be severed under the clavicle, the stump was not accessible from the outside. The left sided ventricular lead was partially extracted, but it was not possible to create a useful access on the left side. The md then decided to use the right side to obtain access for the ICD and began lasing with the 16f sls. Significant calcifications and fibrosis were encountered on the right side and the pt's blood pressure dropped suddenly, the tee showed a right pleural bleed and an emergent sternotomy was performed. The bleeding was controlled with digital pressure, the pt was placed on bypass and the right svc perforation successfully repaired. The md then opened the svc and the rv lead with a guidewire attached was pulled down to create vascular access. This manoeuvre created a left sided svc tear. Despite extensive efforts, the pt was unable to survive the procedure.

Manufacturer narrative:
There were no devices returned for engineering analysis. The results of an internal device lot history review found no issues or non-conformances. (B)(4).